Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and cannot read the screen. The customer's blood glucose level was 451 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin pump for high blood glucose level. Customer did not mention any symptoms related to high blood glucose level. Customer stated that the reservoir lip ring and black rubber ring had missing pieces. Customer reported that reservoir was able to lock in place when inserted in the insulin pump. The insulin pump will not be returned for analysis.